Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 403 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to disconnect from the pump. The customer was advised to manually push plunger very slow. The customer stated the insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery. The customer was advised that the pump is working as designed. The customer was offered to troubleshoot for his high blood glucose but declined.